Event description:
When the stryker battery powered saw was activated, at the time the trigger mechanism was pulled, instrument lubricant and small dark pieces of matter came out of the head of the instrument. Particulate debris appears to be bits of the rubber ring that deteriorated and allowed lubricant to seep. The patient's wound was copiously irrigated and we believe it was all removed. The patient did receive a dose of antibiotic in the or. Our infection prevention department was made aware and they felt there was minimal to no risk of infection as the item was autoclaved prior to use. Our follow-up with the patient reports no apparent injury at this time.